Event description:
Initial report: this non-serious spontaneous case was reported on 22-oct-09 by a physician via a company representative and forwarded by our loca affiliate. This case involves a female patient who commenced poly-l-lactic acid (sculptra) therapy in 2009. No additional treatment details were provided. On an unknown date, the patient developed a tiny lump on her chin which is being treated with massage. Poly-l-lactic acid therapy was discontinued on an unknown date, and it is unknown if it was restarted. Patient's outcome was not reported. Significant/relevant medical history and relevant concomitant medications were not mentioned. A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment was not provided.